Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as the channel tube had a leak. The technical evaluation was performed, and a whitish foreign material was found inside the jet-channel (j-tube). Additional findings were as follows: the forceps channel port, switch box, suction cover, all have a scratch, the air/water cylinder, the suction cylinder has discoloration, the control unit is shaved, the screw stopper was replaced for preventive maintenance, due to damage on channel tube, water tightness is lost, due to burn on plastic distal end, the insulation resistance value at distal end does not meet the standard value, and due to wear of angle wire, the bending angle in up direction does not meet the standard value and the bending tube is deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air leakage in the working channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a whitish foreign material was found inside the jet-channel (j-tube). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a leak occurred in the forceps channel, so reprocessing could not be completed and foreign matter remained in the secondary water supply channel. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.